Event description:
A surgeon reported that knives were not sharp during surgeries. There was no patient impact experienced. Additional information has been requested. Additional information was received, whereby the tips of the blunt knives were also bent. This is the second of two reports from this facility.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).